Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up, high capture threshold was observed. Programming changes were made. There was no adverse consequence to the patient.